Event description:
Healthcare professional additionally reported crease/folding of implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, red particles, an extended opening with striated edge and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. The crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV." This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV." Manufacturer of the device is unknown. Device remains implanted.